Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is undergoing evaluation. A supplemental medwatch will be submitted if additional info becomes available. Ref exemption #: (B)(4).

Event description:
It was reported that when cannulating with a 16 french arterial catheter, the plug broke into two pieces. The broken pieces of the plug had to be fished out with a kelly clamp. The cannula was used for the case with no reported pt effect. Ref; (B)(4).